Event description:
Customer reported with an issue of suction channel issue. The issue found during receipt inspection. There was no patient harm, no user injury reported due to the event. Device evaluation found nozzle was clogged with foreign material. Foreign material stuck in the crack of the a-rubber (bending section) adhesive.

Manufacturer narrative:
Address - full name of the establishment is (B)(6). The subject device was received and evaluated. Device inspection and evaluation, service repair noted and found that aw (air/water) nozzle channel is clogged. Further inspection showed that residue still found from a-rubber (bending section) adhesive, foreign material got stuck in the crack. Additionally, during inspection, the following findings were noted : lg (light guide) lens cracked. - connecting tube scratched. Key top1 incised and cuts. Coating on universal cord peeled off. Play on angulation control knob. Based on the evaluation findings, service noted customer complaint was confirmed as malfunction with the channel (clogged) was observed. The issue found was attributed likely due maintenance handling/ insufficient reprocessing issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. What the material also could not be determined. The event can be prevented by following the instructions for use which state: ¿warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.